Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and found to have a dislodged grip tang near the base of the grip tip, causing the instrument to appear bent and relating to the reported issue. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument bent while engaged in robot during procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no bent grip tang observed. Isi received user facility report 0301190000-2026-8025 stating: during a robotic hysterectomy, bilateral salpingectomy, and cystoscopy, a force bipolar instrument was noted to be bent/broken while inside the robot. It was removed from use. A second force bipolar instrument subsequently demonstrated the same defect during the same case and was also removed. Removing both affected instruments was difficult and required removing the trocar to safely extract them. After the second occurrence, surgeon transitioned to a fenestrated bipolar instrument, which functioned without further issue. No patient harm was observed. The surgeon additionally reported experiencing similar force bipolar malfunctions on approximately three or four prior occasions.